Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was very frustrated and experiencing blurred vision, but was able to resolve the issue and successfully load the same cartridge.